Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the rotator cuff failing. The glenoid, head and neutral neck were removed.